Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 14. On 2023-11-13, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.